Event description:
It was reported that a user experienced hyperglycemia following a breakfast announcement while using the ilet system with a g7 sensor and teflon infusion set with 23-inch tubing, with glucose levels peaking at 350 mg/dl and remaining above target for approximately 18 hours; no back-up therapy, ketone testing, new medications, or medical intervention occurred, and a supply change was recommended with plans for monitoring. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included temporary interruption of expected therapeutic effect without lasting impairment. Investigation included review of reported glucose data and troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with potential infusion site or set performance not excluded. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.